Event description:
During a remote follow up, noise resulting in oversensing and inappropriate automatic mode switch was observed on the right atrial (ra) lead. Diagnostic imaging was performed, however no anomalies were noted. Ra lead damage was suspected but not confirmed. No intervention has been performed. The patient was stable and will continue to be monitored.